Manufacturer narrative:
The subject oev261h has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject oev261h to determine the cause of this event when omsc receives it. The oev261h instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic liver resection, the red line was appeared on the image displayed on the subject oev261h and after that the image was disappeared. The user replaced unspecified cable connected to the subject oev261h, but the phenomenon was not solved. The user used the sub-monitor and finished the procedure. There was no report of the patient¿s injury regarding this event. Olympus medical systems corp. (Omsc) received the following information from the user. A tumor could not be removed completely. However, it was not caused by the subject oev261h.

Manufacturer narrative:
The subjected oev261h was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc tried to reproduce the reported failure phenomenon, but the phenomenon could not be reproduced. Omsc confirmed the followings. There was no abnormality found, when the subject oev261h was operated for 12 consecutive hours. There was no abnormality found, when the subject oev261h was turned on and off 20 times. Olympus will continue to investigate the cause of this event. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) tried to reproduce the reported failure phenomenon that the red line was appeared on the image displayed on the subject oev261h and after that the image was disappeared, but the failure phenomenon could not be reproduced. Omsc investigated by combining the subject oev261h and a video system center of omsc asset, and confirmed the followings. There was no abnormality found, when the subject oev261h was operated for 6 consecutive hours and omsc confirmed each outputted endoscopic image of sdi input signal, the ypbpr/rgb input signal, and the video input signal. There was no abnormality found, when omsc changed ambient temperature of the subject oev261h and confirmed each outputted endoscopic image of sdi input signal, the ypbpr/rgb input signal, and the video input signal. There was no abnormality found, when omsc applied force like shaking to the sdi input terminal, the ypbpr/rgb input terminal, and the video input terminal and confirmed each outputted endoscopic image of sdi input signal, the ypbpr/rgb input signal, and the video input signal. The root cause of this event could not be conclusively determined, because the reported failure phenomenon could not be reproduced in the investigation. However, based on the investigation result so far, omsc surmised that the reported failure phenomenon was possibly caused by the following in theory. There was influence by any ambient electromagnetic waves, radio waves and others. There was influence with noise from the power source of facility entered the subject oev261h, and image processing could not be worked properly. There was any malfunction with an output terminal of a video system center or a monitor cable used with the subject oev261h. Or poor contact between a monitor cable and an output terminal of a video system center. There was any malfunction temporarily with a circuit board processing the endoscopic image in the subject oev261h. There were no further details provided. If significant additional information is received, this report will be supplemented.